Event description:
The patient's right hip was revised due to dislocation. The surgeon removed the mdm liner and femoral head and implanted a constrained liner.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown mdm liner. The sales rep confirmed that the hospital policy does not allow the release of the device, medical records and x rays. Therefore, the exact cause of the event could not be determined because insufficient information was provided. Device not available.